Event description:
It was reported that this brady lead was not implanted successfully due to the position was not favorable and when repositioned, the helix remained caught in tissue and was stretched out. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Microscopic inspections of the terminal pin assembly and electrode body found dried body fluid and tissue were in the helix housing. Further, known inherent risk was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips to snagging tissue is a known risk.

Event description:
It was reported that this brady lead was not implanted successfully due to the position was not favorable and when repositioned, the helix remained caught in tissue and was stretched out. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.